Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 47 mg/dl. Customer stated that the transmitter did not working longer. Customer stated that there were no damage to the connection bridge or pins. Customer stated that the transmitter led blinked on and off. It was unknown that the customer was using auto mode feature at the time of low blood glucose. The insulin pump will not be returned for analysis.